Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's defib output are not accurate. The test results show that the energy output is less than the allowed 15% difference. The customer reports charging to 150 and the device output is measured as 125. 127.5 would be acceptable and within the -15% allowance. There was no reported patient involvement/adverse patient impact.